Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had unexplained no deliveries. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm or motor error alarm during testing noted. The motor was tested outside the unit and passed. The test reservoir p-cap was able to lock in place. (B)(4).